Event description:
A trilogy 100 ventilator, u.s.a. Device was returned to a third-party service center for evaluation. There was no allegation of patient harm. The device was not in patient use. During the evaluation, the device failed the functional test for critical errors. The service technician observed error err_int_li_ion_not_present (error code 197), error err_perm_fail_int_li_ion (error code 193) and error err_tda_cell_under_voltage_int_battery_log _only (error code 210). The internal battery back was found to be damaged and was repaired to address these error codes. Additionally, the device failed the functional check internal battery capacity test step. This test checks if the battery is charged to a particular level required by the test and does not indicate a device malfunction. The service technician also confirmed that the trilogy handle kit was cracked, the handle o ring was missing, the trilogy front case was cracked, the rear enclosure assembly was cracked, the base enclosure kit was cracked, missing rubber feet and damaged dc connector, the exhalation port block pas was cracked, the tubing kit had yellow plastic, the low flow o2 tubing kit had yellow plastic, and the powering block adapt cap had yellow plastic; all of which were installed and repaired. After the evaluation and repairs were complete, the device passed all final testing.

Manufacturer narrative:
The reported failures of err_perm_fail_int_li_ion, err_int_li_ion_not_present, and err_tda_cell_under_voltage_int_battery_log _only are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for these failures in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.